Event description:
It was reported that during a procedure, the subject device had a b30 (scope communication error). There was reported water in the device and bad/no image. The issue occurred at a time where the scope was required. The portion of the case was delayed until the next day. The patient was under general anesthesia. There was no backup in the facility and the procedure was not completed. There was no reported harm or injury to the patient.